Manufacturer narrative:
UDI - this product code is not required to be registered with the FDA. The actual device was returned to the manufacturing facility for evaluation. Visual inspection revealed that the intermediate green tube material had been deformed into an accordion like shape. The intermediate green tube material had come off at the joint with the proximal shaft and drifted in the distal direction where the core wire and the coil were exposed. The shaft was covered with a metallic part that had come off the device used in combination with the actual device. Magnifying and electron microscopic inspections of the segment found, that the black urethane layer had been partially ripped. The kink resistance was determined on the undamaged segment and confirmed to meet manufacturing specification. The outside diameter was measured on the undamaged segment and confirmed to meet manufacturing specification. A review of the device history record and shipping inspection record of the involved product code/lot number combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot number combination. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information, it is likely that the actual device was subjected to repetitive external forces generated by the device used in combination with the actual device resulting in the reported event. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as the following: "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy." (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported breakage on the guidewire device during a procedure. Follow up communication with the user facility reported the following information: while inserting the actual device into the involved ercp catheter some unusual resistance was felt. The actual device was pulled out for a visual check. Exposure of the core wire on the distal segment was noted. The ercp catheter used in combination with the actual device was a reused unit with some scratches and crushes generated on it.